Event description:
(B)(6). It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The index procedure treated two target lesions. The 1st lesion was a 95% stenosed, 3.0x10mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 3.0x32mm taxus liberte study stent resulting in 0% residual stenosis. The 2nd lesion was a 95% stenosed, 3.0x8mm target lesion located in the distal lcx. Treatment consisted of pre-dilation with an unspecified balloon and the placement of a 3.0x32mm taxus liberte stent. Post ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).